Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode. The data was read with a programmer which revealed this patient had experienced ventricular tachycardia (vt) and a spontaneous cardiac arrest which was untreated, due to undersensing. The waveform was checked and was found that the alternate vector was unusable due to low amplitude. The primary vector was left programmed and the condition and shock zone was reprogrammed. This patient was hospitalized after emergency transport. This electrode and s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the vt spontaneously stopped after this s-ICD charged and not because vt was undersensed. Approximately 5 noise markers were observed, which also occurred in a separate episode in secondary vector, which was thought to be due to myopotential oversensing. Technical services (ts) discussed programming optimization including changing the sensing vector, consideration of medication versus non medication treatment for vt, or transvenous device system. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode. The data was read with a programmer which revealed this patient had experienced ventricular tachycardia (vt) and a spontaneous cardiac arrest which was untreated, due to undersensing. The waveform was checked and was found that the alternate vector was unusable due to low amplitude. The primary vector was left programmed and the condition and shock zone was reprogrammed. This patient was hospitalized after emergency transport. This electrode and s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.